Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is unable to recharge her ipg. The patient reports she successfully recharged her ipg approximately four months ago. In addition, she attempted to recharge the ipg two months ago after losing stimulation and the ipg was unable to communicate with the charging system. Troubleshooting was performed and the ipg was also unable to communicate with the programmer. The abbott representative confirmed the ipg is inoperable. The patient stated that they were unaware the ipg needed to be recharged and doesn¿t remember the last time she recharged the ipg or if she ever recharged the ipg. Follow up information identified the patient underwent surgical intervention approximately a year ago (exact date unknown) where the ipg was explanted.